Manufacturer narrative:
The lens was not returned for evaluation. A sample from the same lot# 7454114 was dimensionally inspected. All dimensional measurements were found to be within specifications. The device history record was reviewed and no nonconformities or anomalies related to this complaint were found. Based on the current information received, a definitive root cause of the reported event could not be determined.

Event description:
It was reported that the lens was explanted due to z-syndrome and decline in vision. Lens was exchanged for a different model lens. Patient referred to another physician. Reportedly, the patient is doing well. This event refers to the patient's right eye.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.